Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 161 mg/dl. The customer stated that she is cooking dinner, went to bolus and said button error alarm. The customer was asked if recalls any significant events leading to the alarm. The customer response is no. The customer was advised to discontinue use of the insulin pump and revert to back up plan per healthcare provider instructions.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked reservoir tube noted during visual inspection. No button error alarms noted. All buttons functioned properly. However, the insulin pump had moisture damage on keypad traces.